Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer delivered a correction bolus via the pump to address the issue. Customer¿s blood glucose level was 453 mg/dl with high ketones. On (B)(6) 2025 the customer went to the ER and subsequently admitted to the hospital for the repeated, ongoing occlusions. Customer was treated with intravenous fluids of saline and insulin. Tandem technical support performed a system check and the pump is functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.